Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6) 2011, the pt suddenly was no longer able to hear with her device. Two days before, she could already influence her hearing sensation by chewing. She repeatedly had an itching in her auditory canal, so that she regularly used q-tips for cleaning. According to the surgeon, the conductive link has come through the auditory canal. Through the microscope, he could see a broken wire. Running rtf-measurement, no signal could be detected.